Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a de novo, mildly tortuous left anterior descending coronary artery. A 2.75x12mm xience skypoint drug-eluting stent was deployed at 11 atmospheres. The xience skypoint balloon was then used for post-dilatation and ruptured. An unspecified balloon was used for post-dilatation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and functional analysis was performed on the returned device. The reported material rupture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It is possible that repeated inflations along with interactions with the deployed stent, the mildly tortuous lesion and/or other procedural devices contributed to the reported material rupture; however, this cannot be confirmed. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.